Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of undersensing and loss of sensing were noted. No intervention was performed as the patient was asymptomatic and will continue to be monitored.